Event description:
The user reported that the heater cooler generated more ice than expected. No other details regarding the nature of the event were provided. There were no reported adverse consequences to a pt ass a result of this event.